Event description:
Customer reportedly received results of hi and 104 mg/dl within 10 minutes on the aviva system. A second occasion customer reportedly received results of 119mg/dl and 400 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No blood glucose symptoms reported with these results. No quality controls were used. No adverse events reported. Requested return of suspect device and replacement was sent.